Event description:
Patient could not be ventilated with lma-proseal so it was removed and replaced with a lma-classic. When proseal was removed, the back cuff appeared to be herniated. No patient complications.